Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On july 11, 2024, senseonics was made aware of a false hypoglycemia event where the customer received low glucose alerts even though the blood glucose (bg) value was in normal glucose range. The event happened on 11-july-2024 at 10:43 pm. The customer reported that sensor glucose (sg) value was 45 mg/dl and bg value was 193 mg/dl. The low glucose alert threshold was set at 65 mg/dl. Since the sg value went below the threshold, the system asserted a low glucose alert. The customer did not have to take any actions since glucose value was in normal range.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. The initial investigation analysis revealed that the sensor glucose (sg) value on (B)(6) 2024 at 10:43 am was 45 mg/dl. No blood glucose (bg) value was entered into the system for confirmation. The system asserted a low glucose alert at the time of event as it went below the low glucose alert threshold which was set at 65 mg/dl. The customer did not seek any medical treatment as the measured bg value was in normal glucose range. A further review of the glucose data suggested a deviation in the system performance from normal behavior. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for the return and replacement of the sensor. The requested sensor was never received and as a result, no further investigation and root cause determination was possible for this complaint. B4. Date of this report updated to 23 august 2024. G3. Date received by the manufacturer? 21 august 2024. H6. Type of investigation updated to 4109, 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.